Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with bent cannulas on customer's device. The spouse states the customer had high blood glucose in the 500mg/dl range. The customer had bloused with the pump to treat for the highs. The caller declined to troubleshoot and had discarded of bent cannulas. The customer was advised replacement sets would be sent.